Manufacturer narrative:
Date of event: unknown, used the first date of the aware month.

Event description:
It was reported that the patient experienced an erosion at bulbar urethra. The physician suspects that the size of the cuff might have been wrong and contributed to the erosion. The artificial urinary sphincter (aus) was removed in (B)(6) 2021. A reimplant procedure was performed to implant a new aus. A patient outcome of fully recovered was reported.